Event description:
Pacemaker switched in safety mode without any identified cause. Successful reinitialization with programmer.

Manufacturer narrative:
The conclusions are as follows: - the subject pacemaker switched in standby mode on (B)(6) 2023. - this switch in standby mode has been triggered by an unexpected data corruption. - the re-initialization was correctly performed on (B)(6) 2023 and normal pacemaker functioning has been restored. - no issue is suspected on this pacemaker. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Pacemaker switched in safety mode without any identified cause. Successful reinitialization with programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.